Manufacturer narrative:
An event regarding alleged instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient complained of mid flexion instability. Dr. (B)(6) removed 6-11 cr insert and implanted 6-16 cr insert. Patient stable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of mid flexion instability. Dr. (B)(6) removed 6-11 cr insert and implanted 6-16 cr insert. Patient stable.